Event description:
The customer ran blood glucose tests on 2 contour next usb meters and received readings of hi and 213mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the strips for evaluation. Replacement test strips were sent to the customer.